Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: 05414734401715, serial: 18843245, batch: 7717432.

Event description:
It was reported that the patient experienced ineffective therapy due to one lead being fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. It is unknown which lead fractured.